Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed one scissored clip and formed the remaining two clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. Possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. Although, no opening issues were noted during testing, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing the device on the cystic duct, the clip scissored. The jaws stuck onto the tissue, the surgeon pried the handle open to release the device. There was no trauma to the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.